Event description:
Caller reported she had hung a bag on the bag hanger with no station programmed and stepped away to answer a phone call. She said when she returned to the unit, there was fluid flowing into the final bag. The reporter had the caller rotate each rotor, discard the final bag and install a new one which resolved the problem. There was no pt involvement and the issue was resolved over the telephone.